Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all stations were running slowly. The customer confirmed that prior to login, it took approximately 30 seconds to 1 minute for nurses to log in to the stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was determined that all stations are running slow. A technical support specialist (tss) dialed into the stations and was able to log in normally, and the logs, synchronized, and windows checks all appeared normal. The devices were functioning properly. Tss contacted the customer, and the nursing department reported that one station was working fine. Tss was later transferred to another department regarding station slowness. The customer confirmed slowness but was unable to continue the call. Tss then spoke with the pharmacist, who confirmed the station was still slow. Tss explained that the issue was likely related to ldap and domain authentication delays between the server and the stations and advised that it review network and domain connections. The customer acknowledged and agreed to follow up with their it team and update the case note. Later, tss confirmed issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all stations were running slowly. The customer confirmed that prior to login, it took approximately 30 seconds to 1 minute for nurses to log in to the stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.